Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose (bg) level was 600 mg/dl. Customer attempted to correct their high bg using a correction injection, however, ultimately needed to go to the emergency room where they were subsequently hospitalized. Customer was treated using long acting insulin. Customer had not been released from hospitalization at the time of follow-up, however, contact declined further follow-up.